Manufacturer narrative:
The customer medline nisa tejeda, was contacted for additional information. Nisa stated that (B)(4). Received from medwatch # mw5084503 is a duplicate of (B)(4). , medline complaint#(B)(4). Because this complaint was initially filed as an MDR the complaint cannot be voided. This is a correction filed based on the information received from the customer. The original report that was filed to FDA is 1915484-2019-01023 which was for complaint (B)(4).

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states there was a cracked 12ml syringes that leaked medication or blood in the emergency department.